Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a clinical study and a manufacturer representative (rep) regarding a patient receiving remodulin 10 mg/ml for a total dose of 5.702 mg/day via an implantable pump. It was reported the patient was having remodulin side effects. The remodulin dose was decreased during surgical replacement of the pump on (B)(6) 2018. The patient requested two dose increased while hospitalized. It was stated that the patient called stating they were having side effects of too much remodulin. The patient then noticed symptoms of overdose after returning home. The patient noted jaw pain, nausea, and leg pain that stated on (B)(6) 2018, the jaw pain resolved on (B)(6) 2018. The patient's baseline weight was (B)(6). The event was reported as related to the remodulin injection and considered not serious. At office visit on (B)(6) 2018, the dose was decreased from 5.702 mg/day to 5.532 mg/day. The outcome of the event was considered resolved on (B)(6) 2018. The event date was (B)(6) 2018. No further patient complications were reported.